Event description:
Approx five months post filter implant, during filter retrieval, it was discovered that the filter was tilted to about 40 degrees, the filter appeared to have moved caudally by about 3cm. The legs and the apex of the filter had allegedly perforated the ivc, at approx the level of l3, which was confirmed by CT. Approx 2mm to 4mm of the limbs were allegedly perforating the vessel. There was no dye extravasations. The pt was asymptomatic. The attempt to retrieve the filter failed. The filter remains implanted. There was no report of injury to the pt; however, the current status of the pt is unknown.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted; therefore, a product evaluation could not be performed. Case images were received and reviewed. The images shows an ivc filter tilted in the cava. The tilt is of approx 50 degrees. It appears that there is one leg, possibly, perforating the cava; however, cts were not available to confirm the alleged perforation. Additionally, placement images were not provided; therefore, the alleged caudal migration could not be confirmed. The film review confirmed the tilt of the filter; however, the perforation and the migration could not be confirmed. The event root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall.